Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with peritoneal dialysis therapy. On the day of onset, the patient was hospitalized for the peritonitis event. The cause of the peritonitis was reported to be due to the patient having the flu and subsequently "gut" issues, but the cause has been assessed as unknown. On unreported date(s), the patient was treated with unknown antibiotics (route, medication, dosage, frequency, and duration not reported) for the peritonitis event. On an unreported date, the peritoneal dialysis catheter was removed. The peritoneal dialysis catheter was then replaced on an unknown date and on an unknown date in the month prior to the receipt of this report, peritoneal dialysis therapy was resumed. After fourteen days of hospitalization, the patient was discharged. The patient was recovered from the peritonitis. No additional information is available.